Manufacturer narrative:
Lot #: the reported lot # was 60190136; however, this lot number was not recognized by baxter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during an unspecified process step. It was not reported if there was patient involvement. No additional information is available.